Event description:
It was reported that the patient underwent bilateral inguinal hernia repair procedure on (B)(6) 2015 and absorbable straps were used to secure the mesh. During the procedure, the tip of the device broke off in the patient. The surgeon had to convert to an open procedure to retrieve the tip. Additional information has been requested.

Manufacturer narrative:
It was reported that a small incision was necessary to remove and retrieve the broken tip. The patient has fully recovered from the surgery. Conclusion: actual device was returned for evaluation. Visual inspection revealed that the cannula cap was not attached to the cannula tabs. Functional inspection was performed and the device worked as intended.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.